Event description:
It was reported that the programmer head could not interrogate a pacemaker. It was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) would not interrogate. Uplink test is out of specification; rf (radio frequency) head cable found out of electrical specification.